Event description:
Pixels were missing on part of the screen of the customer's pump, making it unreadable, though the touch function still worked. There was no information available about the impact on the customer's blood glucose level. The device was set to be returned for a replacement, with a new pump already arranged for the customer.